Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents in enhancement to the reporting criteria going forward.

Event description:
It was reported that the physician found an episode of vt, which he thought it was an arrhythmia and oversensing of electric activity other than r wave. The patient experienced atp therapy and a shock. The physician decided to change the registered egm and add a vd coil. The lead remained implanted.